Manufacturer narrative:
Concomitant products: addr01 ipg implanted on (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had exhibited a lead trend warning. The ra lead was turned off. Lead warning was still noted on current transmission with impedance high and undefined. The ra lead remains in patient. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right atrial (ra) lead had exhibited a lead trend warning. The ra lead was turned off. Lead warning was still noted on current transmission with impedance high and undefined. The ra lead remains in patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: addr01 ipg implanted on (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.